Event description:
Approximately six months following the implantation of (2) cypher stents, the pt developed increase angina. Repeat coronary angiography revealed in-stent restenosis. Treatment included re-stenting of one segment and balloon angioplasty of the other. The pt reports having been complaint with plavix following index procedure. Current condition is good.